Manufacturer narrative:
The reported events of ¿the vr device was prematurely released and dropped into the ra¿, and ¿when attempting tether mode with the same serial vr device during placement, the tether broke¿ were confirmed but the reported event of ¿a defect in the docking cap was suspected¿ was not confirmed. As received, a complete catheter was returned in one piece. The tether control knob was in aligned position, and the tether mode control was in long tether mode and the bullets were found misaligned. There was no anomalies found at the docking cap except for the blood clogged in this region. X-ray examination found both tether wires were found fractured and buckled at the transition zone. Dimensional analysis of the distal tether wires and bullets falls within specification. The cause of the reported event of ¿the vr device was prematurely released and dropped into the ra¿, and ¿when attempting tether mode with the same serial vr device during placement, the tether broke¿ was due to the fractured and buckled tether wires at the transition zone.

Event description:
It was reported that the patient presented for a right ventricular (rv) leadless pacemaker (lp) implant procedure on (B)(6) 2025. During the procedure, it was noted that the rvlp prematurely separated from the delivery catheter and dropped into the right atrium. The rvlp was retrieved afterwards, and the helix seemed to be stretched at once and a docking cap damage was suspected. When attempting tether mode with the same rvlp with the same delivery catheter during second placement, it was noted that the tether had broken, making re-docking impossible. The device was ultimately unfixed from the implant site, retrieved, and a replacement lp near at hand was implanted instead with a replacement delivery catheter. Patient condition was stable.

Manufacturer narrative:
Correction: h6 - investigation conclusion code should include "4307 - cause traced to component failure".